Manufacturer narrative:
On 12-jan-2017, product investigation results: reporter returned one toothbrush head on 03-jan-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Oral-b toothbrush attachment broke in two pieces while brushing teeth, almost swallowed the small round brush head [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the oral-b power oral care refill precision clean broke in two pieces while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She stated that she almost swallowed the small round brush head. No symptoms developed. On (B)(6) 2016 received consumer follow-up: the consumer reported that this incident was regarding a completely normal toothbrush attachment. She noted that it was just this one brush head that had the issue, and that all of the others were fine. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Oral-b toothbrush attachment broke in two pieces while brushing teeth, almost swallowed the small round brush head [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that the oral-b power oral care refill precision clean broke in two pieces while she was brushing her teeth with an oral-b rechargeable toothbrush, version unknown. She stated that she almost swallowed the small round brush head. No symptoms developed. (B)(6) 2016 received consumer follow-up: the consumer reported that this incident was regarding a completely normal toothbrush attachment. She noted that it was just this one brush head that had the issue, and that all of the others were fine. No further information was provided.